Manufacturer narrative:
(B)(4).

Event description:
The complaint device was (B)(6) 2018 for evaluation. Performed visual inspection and passed. Transmitter functional test passed. Global transmitter functional test and passed. Nordic bluetooth pairing test and passed. Performed share log review and failed. The reported event of a loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.